Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : "reverse shoulder arthroplasty with a new convertible short stem: preliminary 2- to 4-year follow-up results" ascione f. Et al., j shoulder elbow arthroplasty, 2017.

Event description:
From literature : "reverse shoulder arthroplasty with a new convertible short stem: preliminary 2- to 4-year follow-up results" ascione f. Et al., j shoulder elbow arthroplasty, 2017. Four implants required revision: 3 single stage revisions for infections, 1 change to thicker pe insert-humeral tray complex and larger glenosphere for instability.